Manufacturer narrative:
A ge service representative performed an on site investigation. The ma limit was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system exceeded 20r/min max output. No patient injury was reported.